Event description:
It was reported that the pump worked correctly from (B)(6) 2012. The patient had missed a refill and became ¿really¿ ill in (B)(6). The patient went to the hospital and found that the pump was malfunctioning. The patient had radiation therapy at some point and did not know if it affected the pump. At one point, the physician had stated that the rollers maybe were not functioning correctly. Ultimately, the pump was reported as broken and not working. The pump was removed and sent to pathology. It was also removed as the patient could not have an magnetic resonance imaging (MRI) scan with the pump. The patient was told that the pump was being phased out. The patient noted that the pump worked well and hoped she could get another pump implanted. It was not known what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8590-1 lot# n104759, implanted: 2007 (B)(6); product type accessory product ID 8709 lot# serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8709 lot# serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).